Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. Examination of the returned instrument identified signs of repeated use (nicked/gouged/worn) and the device was confirmed to be fractured. Fracture analysis determined that the features of the fracture surface were consistent with those previously investigated for impactor fracture. The device history records were reviewed and no discrepancies were identified. The root cause remains unchanged at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported during knee arthroplasty that the femoral impactor pad fractured upon insertion of the implant. Another femoral impactor pad was used and it also fractured during implant insertion. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona femoral cr impactor pad catalog #: 42509909400 lot #: ni the complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see all reports associated with this procedure: 0001822565-2023-01406 0001822565-2023-01407 h3 other text : insufficient information.